Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine battery replacement for a deep brain stimulation implantable pulse generator (ipg), low impedances were observed between bi-polar contacts 0-2, initially measured at 36 ohms and then 55 ohms upon retesting. Impedances were reported to be within normal limits prior to the procedure.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), product type: extension. Product ID: 3387s-40, lot# va0buyn, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that impedances were checked and found to be low on bipolar contacts 2/0. They tried multiple troubleshooting measures including disconnecting and reconnecting, wiping off the extension wire, suctioning out the ipg and switching out to a new ipg, but the impedances remained the same. Fortunately, the bipolar configuration being actively used by the patient was not impacted. The issue was unresolved with no further action planned.